Manufacturer narrative:
(B)(4). Patient demographic information unavailable; however follow-up communication is still in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a breast oncology case, staff reported a 1cm-diameter small burn-like lesion on the left chest of the patient. No further details were available. It is unknown if any interventions were needed for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a breast oncology case, staff reported a 1cm-diameter small burn-like lesion on the left chest of the patient. No further details were available. It is unknown if any interventions were needed for the patient. Additional information received: the patient was female, no other demographic information available. The surgeon believes the intact wand may have come to close to the patient¿s skin causing the burn. The patient was treated with cleaning and dressing the burn. The surgeon had an additional follow up with the patient. No further information was available.